Event description:
Reporter indicated device diagnostics at an office visit resulted in high lead impedance indicating a possible lead break. The patient has not experienced any recent injury or trauma to the device area. Attempts to gather further information from the treating physician has been unsuccessful to date. Lead break is suspected. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
H6: device failure occurred, but did not cause or contribute to a death or serious injury.